Event description:
It was reported that the subject coil encountered resistance inside the microcatheter and when an attempt was made to remove the coil, the subject coil prematurely detached inside the microcatheter. The subject device and the microcatheter was replaced and the procedure was completed successfully with no clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. D4 expiration date- added. D4 gtin - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject coil was partially deployed within the catheter hub. The catheter shaft was cut to remove the device showing the pebax coating from the delivery. The delivery wire was noted to be fractured with broken pi wire sticking out the end. The rest of the subject coil was stuck within the catheter shaft. The functional inspection was unable to be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The product was returned, and the as analyzed codes ¿coil in catheter friction¿ and ¿coil delivery wire broken/fractured during use¿ were found. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that resistance was encountered when transferring the subject coil into the microcatheter and subsequently when the physician tried to retrieve the subject coil from the aneurysm it was released in the microcatheter. The subject coil was successfully removed along with the microcatheter. The device was returned for analysis, and it was noted that the coil delivery wire was fractured along the firm coil. The main coil could not be retrieved from the microcatheter. It is likely that the reported release of the subject coil was due to the fracture on the distal end of the delivery wire. An assignable cause of procedural factors will be assigned to the as reported ¿main coil difficulty inserting¿, ¿main coil prematurely detached separated during use¿ and to the as analyzed, ¿coil in catheter friction¿ and ¿coil delivery wire broken/fractured during use¿. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the directions for use (dfu), but performance was limited due to procedural factors during use.

Event description:
It was reported that the subject coil encountered resistance inside the microcatheter and when an attempt was made to remove the coil, the subject coil prematurely detached inside the microcatheter. The subject device and the microcatheter was replaced and the procedure was completed successfully with no clinical consequences to the patient.